Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5554-45 lea,d implanted:(B)(6) 2008. (B)(4).

Event description:
It was reported that about six days post implant the patient developed a hematoma in the pocket. It was noted that the patient has factor xi deficiency, a platelet disorder, and took asa (acetylsalicylic acid). The pocket was cleaned and evacuated. The device remains in use. No further patient complications have been reported as a result of this event.